Event description:
It was reported that a malfunction occurred on the pump, displaying a malfunction code of malf 0. The customer's blood glucose level exceeded 500 mg/dl and was shown as "high." The customer addressed this by administering a correction injection via multiple daily injections (mdi) without needing external assistance. Technical support decided to replace the pump and provided instructions for returning the malfunctioning pump via ups within 10 days. The customer was informed about the steps required upon receiving the replacement pump, which was shipped without requiring a delivery signature.